Event description:
Information received indicates the valve was removed due to congestive heart failure and high gradient. Calcification was noted by the facility on part of one removed leaflet. The valve was replaced with no additional pt complication reported.